Event description:
Patient reports rupture. Additional "small inclusion cyst". The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant popped/leaking".

Event description:
Patient reports rupture. Additional "small inclusion cyst". The device remains implanted. This relates to the left side.